Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's daughter on a social media post that after an unknown period of time following the implant of this transcatheter bioprosthetic valve, the patient died. It was indicated that the cause of death was a stroke. It is unknown whether an autopsy was performed.